Event description:
It was reported through a merlin.net transmission that the patient experienced a pseudopseudo fusion event due to a premature ventricular contraction. The event caused the device to pace during the subsequent t-wave, resulting in the induction of a vf event. The vf was successfully treated with high voltage therapy. Programming changes were recommended but not made to the device. The patient will continue to be monitored and will be treated for premature ventricular contractions. The device remains implanted.

Manufacturer narrative:
(B)(4).